Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic, premature battery depletion due to multiple inappropriate shocks were observed. The shocks were due to atrial fibrillation (af) with rapid ventricular response (rvr). The device was explanted and replaced. The patient was stable.